Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae) or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device appears to be related to procedural conditions (caught on chordae during positioning, poor imaging). The reported poor imaging appears to be related to challenging patient anatomy (severe septal hypertrophy degraded image quality). The reported tricuspid regurgitation and foreign body in patient are cascading events of the entrapment of device. The reported patient effect of tricuspid regurgitation, as listed in the triclip g5 system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative tricuspid regurgitation (tr), prolapsed posterior leaflet and flail height of more than 1cm for a triclip procedure. During the procedure, clip was entangled in the chordae and was not able to be removed from the chordae and retract into the right atrium. Clip was implanted in the chordae under the valve. Severe septal hypertrophy degraded image quality. All steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.